Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced a blood glucose (bg) level over 500 mg/dl. Customer gave a correction bolus via the pump to address bg level. Reportedly, multiple cartridge changes were performed to address the issues and insulin delivery was resumed.